Event description:
Customer reported unexpected reactions for antibody identification on eight patient samples tested on the galileo using capture-r ready-ID, lot id075. Sample 1: anti-e and lua were previously identified using gel method. Cell #1 (e+e+) was nonreactive with the sample, other e+ cells were reactive. Lu (a+b+) cells #9 and #10 were graded by the galileo as equivocal (?) And negative, respectively. Sample 2: anti-fya was previously identified using gel method. One fy(a+b+) cell was nonreactive, another was graded as equivocal and the third was graded as 3+. There was 2+ reactivity noted with five fy(a-) cells. Sample 3: anti-e was previously identified using gel method. One e+ cell demonstrated 1+ reactivity, two other e+ cells were nonreactive. Sample 4: galileo demonstrated anti-e with additional reactivity seen with three e- cells. Sample 5: galileo demonstrated negative antibody results in a patient with passively acquired anti-d detected using gel method. Sample 6: galileo demonstrated positive antibody screen in a patient with passively acquired anti-d detected by gel method. Testing with lot id075 was negative. Sample 7: anti-c not detected in a sample that was previously detected by gel method. Sample 8: pan agglutination detected in a specimen that is negative by gel method.

Manufacturer narrative:
Customer did not return product or send samples for investigation testing. The reactivity of the e, fya and d antigens were verified in retention capture-r ready-ID, lot id075; c and lua antigens were verified through review of lot release records. Images from the customer's instrument could not be downloaded for samples: 1, 3, and 4 for review. Images for sample 2 demonstrated normal colored, tight buttons for the negative cells. Cell 1 had a very slight indicator cells adherence to the well in a burst pattern toward the top of the well with a tight button at the center. Wellfill image for sample 7 shows that there was substance pipetted between wells 14 and 15 with some of the substance pipetted into well 14. Images for same 8 confirmed pan agglutination. The package insert for capture-r ready-ID states: "negative reaction will be obtained if the test specimens contains antibodies present in concentrations too low to be detected by the test methods employed." And "weak examples of other clinically relevant antibodies, such as passively administered anti-d, may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique. No one test method is capable of detecting all antibodies."